Event description:
It was reported that the right ventricular (rv) lead had noise and decreasing r-waves. The right atrial (ra) lead was oversensing, had increasing impedance and noise. Both leads remain in use. It was further reported that the ra lead had high threshold and was oversensing. The ra lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had noise and decreasing r-waves. The right atrial (ra) lead was oversensing, had increasing impedance and noise. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.